Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the reported problem. The stm noted that the batteries where changed during the last pm ((B)(6) 2020) - however, the batteries almost completely dead and no reported alarms or errors were found in the iabp log files. After some troubleshooting the stm noticed that the battery charging led would flash for about 30 seconds and then go out. The stm concluded that the reported problem is because of an issue with the power management board. The stm replaced the power management bd and then completed testing the charging circuit in which the iabp successfully passed, the batteries are functioning normally. The iabp passed all functional and safety checks to meet factory specifications. The unit was returned to the customer and cleared for clinical use. The stm will return the power management board to the national repair center (nrc) for further evaluation. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported by the customer that the batteries in a cardiosave intra-aortic balloon pump (iabp) are not charging. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by the customer that the batteries in a cardiosave intra-aortic balloon pump (iabp) are not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The supplier returned the power management board to getinge's national repair center (nrc). The supplier replaced defective q27, q50, and cr54 and noted that the power management board passed all of their testing. A getinge senior repair technical installed the power management board into the cardiosave test fixture and tested to factory specifications per the cardiosave service manual and per procedure. The power management board passed testing and was put into stock per procedure.

Event description:
N/a.

Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported by the customer that the batteries in a cardiosave intra-aortic balloon pump (iabp) are not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed q27 was charred. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and verified the reported failure of batteries not charging when system is installed into hospital cart with ac power applied. The power management board is being sent to the supplier per procedure and needs cn106810 and cn167210 performed. A supplemental report will be submitted when additional information is provided.